Event description:
The user facility reported that the intraocular lens (iol) was damaged in the cartridge of the iol delivery system. There was no reported pt impact/injury associated with this event.